Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the device needed to be replaced after 2.5 years of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Battery depletion was indicated. The time of elective replacement indicator in save to disk occurred on (B)(4) 2012 when device was <(><<)>=2.62 volt.

Event description:
It was reported that the device had unexpected longevity as the device needed to be replaced after 2.5 years of service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had unexpected longevity as the device needed to be replaced after 2.5 years of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.